Event description:
As reported via the (B)(6) registry, the angioguard retrieval device could not pass through the stent so a different catheter had to be used. The net was able to be removed. As this was not a defective device. There was no patient injury. At the time of the carotid index procedure, angiography revealed 85% stenosis to the left proximal internal carotid artery. The lesion was described as 15mm in length, mildly calcified and arch type ii. The reference vessel was 5.0 in diameter with mild vessel tortuosity. There was no debris in the filter basket. There was 25% residual stenosis. There was no prepping/flushing difficulty.

Manufacturer narrative:
Complaint conclusion: it was reported that there was retrieval difficulty with the capture sheath. The retrieval device could not pass through the stent so a different catheter had to be used. The filter basket was able to be removed. There was no reported patient injury. At the time of the carotid index procedure, angiography revealed 85% stenosis to the left proximal internal carotid artery. The lesion was described as 15mm in length, mildly calcified and arch type ii. The reference vessel was 5.0 in diameter with mild vessel tortuosity. There was no debris in the filter basket. There was 25% residual stenosis. There was no prepping/flushing difficulty. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, device interaction and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.